Manufacturer narrative:
H3, h6: the system was serviced in the field. In summary, hardware parts were replaced. Previously reported code, d15, is applicable as well as newly reported codes, b01 and c19. H3, h6: the product ID: 9735787, lot number: 18480170, was returned to the manufacturer for analysis. The uninterruptible power supply (ups) was tested with a known good battery for a 24 hour period and tested with no issues. The ups was then unplugged from alternating current (ac) power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, ubd: unknown, UDI#: unknown; product ID: 9735787, ubd: unknown, UDI#: unknown. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A070803: powered off / shut down a1102: battery icon error f26: no patient impact f1908: delay of less than one hour medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that while the system was being turned on and the surgeon was preparing for registration, the camera cart shut off while the main cart remained on. The site proceeded with a tumor resection using electromagnetism (em), with the main cart still powered on. However, "shortly after" successfully registering the patient, the main cart also shut down. As a result, navigation was aborted, but the surgery continued and was successfully completed without navigation. Troubleshooting was performed. At the time of the call, the system had been on for approximately 30 minutes. Both carts remained on for that duration. Technical services (ts) had the local representative (cc) check for fault lights on the main cart uninterrupted power supply (ups). No erroneous light statuses were found. The cc noted that the ups service was stopped in self test. Ts had the cc perform a hard reboot of the system. Upon reboot, ups service was resumed. Ts had the cc perform a battery test. The camera cart powered down immediately when unplugged. However, this was expected, as the cc had yet to replace the camera cart battery for another case. The main cart passed a battery test. The battery remained at 85% after five minutes. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient. Additional information was received. It was reported that the site had the system on, and after 20 minutes the system shut off aga in. Ts confirmed that both the main cart and camera cart seemed to be having issues. The site would see the battery error icon, but it would not affect surgery. This would result in the system shutting down when unplugged from the wall.